Event description:
It was reported that the patient experienced acute pain. The patient stated that he had recently had his medications "changed around" due to pain he was having from cancer. The patient was diagnosed with cancer on (B)(6) 2011 and had a pump for a few years. The patient stated that he was not having an issue with the pump but also that he was "in a lot of pain." The patient was going to his health care provider (hcp) to have the medications adjusted for cancer pain. It was reported a couple days later that the patient was having pain in his spine and back from the possible invasion of the cancer into his spine and brain. It was reported about a week later that the patient was seen by the hcp and no diagnostic tests were done; however, the hcp increased his dosage. It was reported about a month later that the patient was experiencing increased baseline pain. The patient stated that his pain had continued to increase since a pump replacement in (B)(6) 2011. The patient stated that he felt the pump was "not working"; however, no alarms or beeping from the pump was heard. The medications used in the pump were hydromorphone and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient needed a magnetic resonance imaging scan of his spinal column to detect cancer. "It started in his prostate, and he also had cancer in his brain." It was also reported that patient had "13 and 6% increase in his dosage since (B)(6) 201", and patient was not getting pain relief. Information about battery performance and magnetic resonance imaging guideline were requested. It was unclear if cancer and the manipulation of his spine was causing pain in patient, or if patient was getting more pain in general. Patient's status was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).